Manufacturer narrative:
The product has not been returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer received multiple unidentified alarms in the pump history and was without insulin delivery of extended amounts of time. The customer was sleeping on the pump earlier. The healthcare provider had the customer try humalog insulin instead of the usual novolog. The customer's blood glucose (bg) level reached as high as 247 mg/dl. Tandem technical support performed troubleshooting and found the pump to be functioning as expected. The customer confirmed that the bgs were now under control and would follow-up with the healthcare provider.